Event description:
The device was used during a coronary artery bypass graft procedure. Reportedly, after removing the vein, it was pressure tested for leaks and the clips popped off. No pt injury. Switched to another instrument to complete.